Manufacturer narrative:
Investigation summary: bd received a customer photo of a shelf carton only. No customer sample or the actual device was received for review and or analysis. Twenty retain samples were functionally tested for defective locking of the safety shield and hub collar separation. All samples passed testing for defective locking of the safety shield. One sample failed hub collar separation testing. Therefore, this complaint can be confirmed based on retain sample analysis. Bd able to confirm the customer¿s reported failure mode of defective locking mechanism. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after using the bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separated from the two (2) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g.4. PMA/510(k)#: k243207. Investigation summary: bd received 22 samples and 1 photo for investigation. Of the 22 returned samples, none were evaluated as they were from batch numbers not mentioned in the report. The provided photo displays the device packaging but does not show the reported defect. Additionally, 20 retained samples were inspected for hub/collar separation and defective locking mechanism. One retained sample failed testing as the hub separated from the collar, however the safety shield was able to be activated properly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after using the bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separated from the two (2) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using the bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separated from the two (2) units. No adverse impact was reported regarding the patient or user.